Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. The following information was requested, but unavailable: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak? How was the leak addressed? What is the current status of the patient?

Event description:
It was reported that during a lar procedure, once the surgical piece was removed, the clinician proceeded to package the anastomosis with a circular stapler cdh29a. Dr. (B)(6) declares that he has carried out the procedure correctly, therefore proceeding to select the correct height of the stitch in relation to the thickness of the tissue; to pre-compress the tissue before packaging. After the packaging procedure, dr. (B)(6) proceeded to extract the stapler and, proceeding with the verification of the anastomosis, he noticed that the anterior hemi-circumference of the circumference was not formed. Checking on the anastomotic site he noticed that the points "were dumped and not formed correctly", causing the escape of organic waste material. A colostomy was performed, and the patient was not recanalized.